Event description:
It was reported that a customer experienced a broken touchscreen on their device, which rendered the screen black and unresponsive. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.